Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a serious injury or death.

Event description:
Manufacturer received report that a vns patient was experiencing erratic stimulation, "at least every 15 minutes." Patient states "using a microwave, walking through security doors at the bank or mall, and standing by a freezer cause vns to stimulate constantly for 10 minutes." The patient has not been seen for vns follow-up since reported events. There was no report of the patient experiencing any injury or trauma, that may have damaged the vns therapy system. Attempts to obtain additional information have been unsuccessful.